Manufacturer narrative:
Complaint conclusion: as reported via voluntary medwatch, a patient at the cath lab had a serious injury, potentially related to the 6f mynxgrip vascular closure device (vcd). The patient experienced low blood pressure several hours after heart catheterization procedure. No indication in charting of difficulty with device. Root cause of failure ongoing at facility. The device was not returned for analysis. A device history record (DHR) review of lot f1708601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. An injury occurring during a catheterization procedure and/or the vascular closure step of the procedure is a known potential complication and is listed in the mynxgrip IFU as such. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ depending on the degree of the injury, a low blood pressure reading may indicate hemorrhaging. At this time, it is unknown what kind of injury occurred, how the injury occurred, or even if the mynxgrip device was related to the injury; therefore, a conclusion on possible contributing factors cannot be determined. However, if the injury/hemorrhage is located in the access/closure site and based on the limited information available for review, it may be contributed by factors such as stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(6). Please note this is a voluntary medwatch report #3004939290-2017-00032. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported via voluntary medwatch, a cath lab has had 3 adverse event outcomes resulting in x1 death, and 2 serious injuries, potentially related to the 6f mynxgrip vascular closure device (vcd). The devices are not available for return. All patients experienced low blood pressure several hours after heart catheterization procedure. No indication in charting of difficulty with device. Root cause of failure ongoing at facility.